Manufacturer narrative:
Two samples from the patient were submitted for investigation and were tested on a cobas 6000 e 601 module analyzer. Sample 1: total psa result was 97.28 ng/ml and free psa result was 6.84 ng/ml. Sample 2: total psa result was 96.73 ng/ml and free psa result was 6.72 ng/ml dilution of the samples was not necessary as the results were not out of the measuring range. The investigation determined the results for total psa and free psa were correct. A result of >5000 ng/ml could not be reproduced in either of the provided samples. No product problem could be found and a general reagent issue could be excluded. A possible reason for the extremely high results at the customer site might be some type of contamination.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys total psa immunoassay results for two patients from a cobas 6000 e 601 module analyzer. The serial number of the analyzer was requested but was not provided. Of the data provided, only the results for one patient were a reportable malfunction. The doctor was expecting a negative result for the patient. The result for the first sample from the patient on 01/17/2017 was >100 ng/ml with a data flag and the repeat result was >100 ng/ml with a data flag. The result for a second sample from the patient on (B)(6) 2017 was >100 ng/ml with a data flag and the repeat result was >100 ng/ml with a data flag. The customer tested the sample with either a 1:50 or 1:100 dilution and the result was >5000 ng/ml. On (B)(6) 2017, the customer had analyzer alarms, changed the diluent on the instrument, and performed calibration and qc. On (B)(6) 2017, a new sample was taken from the patient and the result was >100 ng/ml with a data flag. The repeat result with a 1:100 dilution was 108.5 ng/ml. The field service representative tested one of the samples from the patient at another site using a cobas 6000 e 601 module analyzer and the result with a 1:20 dilution was 265 ng/ml. With a 1:50 dilution, the result was 258.9 ng/ml the customer tested a new sample from the patient on (B)(6) 2017 and the result was 91.49 ng/ml. The repeat result was 93.40 ng/ml. The field service representative tested the same sample on a siemens centaurus xp analyzer and the result was 80.09 ng/ml. He tested the same sample on a beckman coulter dxi and the result was 111.5 ng/ml. The patient was not adversely affected. The customer believed there was an interference in the sample.